Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 8 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer alleges a burnt smell coming from the power chair. The dealer went to see the power chair and stated that nothing was working on the seating system. Dealer did not have a joystick with him to troubleshoot the issue. Dealer to test the chair with a good joystick. No injury.

Event description:
Customer alleged there was a burnt smell and the chair's seating system is not working. No injury alleged.